Manufacturer narrative:
Additional information: medical device lot #: 6138646. Medical device expiration date: unknown. Device manufacture date: 05/17/2016. Investigation summary: as per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use an unspecified bd nano pen needle, malfunctioned as the ¿nano needle broke off in the users stomach after injection. Although the needle was reported as broken off in the skin, and removed, there was no report of injury or medical intervention.